Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the foreign material could not be identified. The investigation could not identify the root cause of the foreign material remaining in the device and detaching into the body. This do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a bronchoscopy procedure, a foreign body which was described as a black thing came out of the bronchovideoscope. It was noted that after a local anesthetic was pushed down the bronchovideoscope followed by flush with 20ml syringe, the foreign body was pushed into the patient's lungs. The physician was able to remove a small plastic from the patient's lungs. The bronchovideoscope and syringe was observed post removal of foreign body and neither were found to have any obvious signs of damage. There were no further reports of patient harm.